Event description:
It was reported that the implantable cardioverter defibrillator exhibited crosstalk. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: h3 and h5.